Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant result for several patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The samples all initially generated positive sars-cov-2 results with late CT values but were negative when repeated on a different platform. A review of the data indicates that all of the samples were near or below the limit of detection (lod) of the assay. A reagent investigation has been initiated and is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant result for several patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Per FDA guidance, 7 mdrs will be filed to address the customer issue. The alleged samples all initially generated positive sars-cov-2 results with late CT values. The same samples were retested on a different platform which yielded negative results for all patients. The initial positive result were released but no harm was alleged. According to the customer, samples are collected using nasopharyngeal swabs and xebios diagnostics "glucose-lactatalbumin-hefe virustransportmedium" collection media. The samples were stored in between testings in the fridge 2 - 8 °c. Per the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. A review of the data indicates that all of the samples were near or below the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. A reagent investigation has been initiated and is ongoing.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).